Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022, due to the patient requiring mris and the patient was reimplanted with another cochlear device during the same surgery.